Event description:
It was reported by service report that the calf support was broken at the swivel ball joint. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Calf support assembly.